Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and also reported change sensor, sensor glucose vs. Blood glucose and sensor updating. The customer reported blood glucose value of 347 mg/dl. The customer reported hyperglycemia treated with insulin pump. The event involved product(s) mmt-1884, mmt-432aj, mmt-342g, mmt-7040a. Troubleshooting was performed and the sensor glucose (sg) value from the reported event was 118 mg/dl and the blood glucose (bg) value from the reported event was 347 mg/dl and the difference was not within the target range. Troubleshooting was performed for high blood glucose and the customer has been using the insulin pump system within 48 hours of reported event and customer was not using the auto mode/smart guard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for mmt-432aj. No product return is required for mmt-342g. Mmt-7040a was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.